Event description:
The product was used during an unspecified procedure. Reportedly, the instrument jammed. The surgeon used another instrument to complete the procedure. The hosp has reported to pt injury occurred.